Event description:
It was reported that the implant was removed due to pain at the site. The implant was well integrated and clinically unremarkable. Patient was experiencing pain at a follow up appointment and asked for the implant to be removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (b0(4). One 3i t3â® non-platform switched tapered implant 4 x 13mm (bost413) and one 3i t3â® non-platform switched tapered implant 4 x 11.5mm (bost411) were returned for investigation. No damage or wear identified or signs of malfunction that would contribute to the event. Device was measured with a caliper. The devices could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was low bone density ¿ type iii. The reported devices had been placed on tooth 44 and 47 (fdi) for approximately 7 months. The implant was placed on a previously xenografted site. Device history record (DHR) review for the lot number (2021050247 and 2021051410) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021050247 and 2021051410) for similar events (complaint category keywords: medical: pain) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable.

Event description:
No further event information is available at the time of this report.